Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer called to report that their instrument had experienced a large leak inside the system solutions drawer that had escaped the footprint of the instrument. Customer stated that no one had experienced any interaction/injury with the leak. Customer believed the leak was coming from the lysis reservoir or the tubing leading to the reservoir due to the location of the puddles within the drawer and on the floor under the instrument. Liquid was viscous and crystallizing. Technical application specialist (tas) asked the customer to power down the instrument. Tas then asked the customer to use proper ppe, (gloves, googles/face shield, and lab coat), and begin to wipe up the leak with paper towels or absorbent pads. Tas then advised the customer to clean up the areas affected by the spill with a distilled water and detergent mixture followed by 95% ethanol multiple times. Customer understands and fse was dispatched for further troubleshooting. Fse found peri pump 5 was leaking. Cleaned the leak with distilled water and ethanol using appropriate ppe. Fse replaced peri pump 5, the 3 way valve, peristaltic pump tubing and assembly, cable for peri pump following the service manual. There was no injury associated with this leak and all clean-up was performed wearing appropriate ppe. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
Investigation into this complaint included a part specific review for instances of a leaking peristaltic pump (pump, peristaltic, solutions drawer), pn 56-190004, on the alinity m system, ln 08n53-02. The service history review, nonconformance (nc) / corrective and preventive action (CAPA) search and complaint history review identified no additional quality records related to the issue under investigation. Review of the alinity m system operations manual determined the product labeling is sufficient to address the reported complaint. In addition, the alinity m system operations manual includes information regarding the reported error code(s). Based on the results of the investigation, a product deficiency was not identified for the pump, peristaltic, solutions drawer. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See below for list of mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1, 3005248192-2025-00054 follow up report 2, 3005248192-2025-00162 follow up report 1, 3005248192-2025-00132 follow up report 1, 3005248192-2025-00161 follow up report 1, 3005248192-2025-00164 follow up report 1, 3005248192-2025-00060 follow up report 1, 3005248192-2025-00059 follow up report 1, 3005248192-2025-00188 follow up report 1, 3005248192-2025-00206 follow up report 1, 3005248192-2025-00208 follow up report 1, 3005248192-2025-00218 follow up report 1, 3005248192-2025-00219 follow up report 1, 3005248192-2025-00157 follow up report 1, 3005248192-2025-00167 follow up report 1, 3005248192-2025-00226 follow up report 1, 3005248192-2025-00230 follow up report 1.